Manufacturer narrative:
Final analysis found that upon opening the ac power adapter, burn marks were found on the inner casing and on the main circuit board. It was also noted that the adapter had melted prongs. Upon opening the transmitter, burn damage was noted on multiple modem circuit components. It was concluded that the damage could be due to high current flow through the ac wall power outlet which resulted in the power anomaly.

Event description:
It was reported that the transmitter would not power on after a lightning storm. It was noted that there was charring on the prongs. The device was replaced.